Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. Dimensional requirements state the od is to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", guidewire to be 0.038" ± 0.001", and tube ID to be 0.050" + 0.002" -0.001". When evaluating the sample, a separation could be located at the proximal pigtail and the suture porthole. The suture porthole separation looks similar to what is seen when the suture is ripped from the sample, the material does appear to be stretched on two sides of the sample. The separation at the pigtail also appears to be ripped due to the jagged pattern of the material at the separation. The suture was not provided for evaluation. The pigtail straightener did appear to have two cuts that look similar to what is seen when the suture is being removed from the pigtail straightener incorrect and forcefully. Dimensional evaluation noted the sample od was measured at 0.0783" and 0.0784" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. The tube ID was measured at the separation using a 0.050" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent double j front was ruptured.

Event description:
It was reported that the ureteral stent double j front was ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.